Event description:
It was reported that shortly after implant, the atrial lead was found to be dislodged. The lead was respositioned, and shortly afterwards, was found to have dislodged again. The lead was explanted and replaced, and the physician indicated that the patient had an abnormality at the implant area. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was found to be stretched, and blood/body fluid was present on the proximal conductor (not obstructed). The inner insulation and inner tubing were kinked/buckled, and the outer insulation was breached cut and exhibited a white substance. Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The guidetooth was damaged, and the lead exhibited apparent explant damage.